Manufacturer narrative:
An event regarding revision due to instability involving a triathlon cs insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were returned. -medical records received and evaluation: not performed as no medical records were provided for review. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the surgeon explanted the 9mm thick insert component and replaced it with a 11mm to address the instability in the joint. It is reported that the doctor is unsure if the patients tissues stretched after the primary surgery or if he put the insert in loose to begin with. Further information such as: return of reported devices; x-rays; operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient stated knee is slightly unstable. Dr. Swapped insert for thicker insert. Had 9mm swapped for 11 mm poly. Right knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient stated knee is slightly unstable. Dr. Swapped insert for thicker insert. Had 9mm swapped for 11 mm poly. Right knee.